Event description:
Our affiliate reports that during a knee repair, a portion of one of the rigidfix cross pins broke off into the patient's body and remains therein. The surgeon used another same type device to complete the procedure successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and evaluated, the results of the investigation will be the subject matter of the follow-up report.